Event description:
It was reported that the pt's clinician noticed an inability to achieve proper loudness growth on several electrode channels during routine programming. The pt who is bilaterally implanted was scheduled for a CT scan on (B)(6) 2013 and results reportedly suggested proper placement of the electrode array in the cochlea, bilaterally. There have not been any reports of accidents/blows to the head or illness. On (B)(6) 2013, the clinician notified med-el that the CT scan from (B)(6)2013 was re-read and it was determined that the electrodes have extruded bilaterally. Electrode channels 10-12 are outside the cochlea on the left side and electrode channels 11-12 are outside the cochlea on the right side. The clinician stated that the op report stated full insertion bilaterally.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.